Event description:
The following has been reported: 10 minutes after starting an infusion, a pump alarmed ail. The nurse assessed and found the secondary port leaking. Partial dose of drug loss for patient as unable to ascertain amount leaked to offer replacement. Secondary port very loose and came off with no resistance. No patient harm. No delay in infusion. A preliminary review of the logs could not be performed. One sample of ivenix administration set was returned for evaluation. During the visual inspection it was observed that the secondary port was separated from the set as reported by the customer. Secondary port was manually screwed on set and primary line infusion was tested and did not pass successfully and was tested with a set rate of 0.5ml/hr and set volume of 1.5ml. A leak coming from inside of the cassette was observed and alarm tubing set problem was replicated twice in the ivenix infusion machine. It was not possible to perform the air side and liquid side under water leak tests as the secondary port was not assembled correctly on the set. It was not possible either to perform the dye test for the same reason. The customer complaint is confirmed. However, it was not possible to detect the source of the leakage. Probable root cause of reported failure could be related to the supplier manufacturing process. It is possible that the secondary port was not assembled correctly causing the unit to be separated from cassette. The supplier opened their own complaint to investigate this issue. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.